Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred and the pump stopped all insulin delivery and became unresponsive. The customer stated that the pump had recently been accidentally submerged in liquid. There was no impact to the customer's blood glucose level.